Event description:
Unomedical reference number (B)(4). Event occurred in china. On (B)(6) 2024, it was reported that the patient faced an insulin flow blockage. The issue occurred with six infusion sets and was resolved by changing the infusion sets. No further information was available.